Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events: 5 events were reported for this quarter.   Product return status: 5 devices were received for evaluation.   Evaluation status: 4 reported events were confirmed during testing. 2 devices were found to be affected by corrosion. 2 devices were found to be affected by trigger assembly damage. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by trigger assembly damage. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device trigger was sticking leading to run-on. 5 events had no patient involvement; no patient impact.